Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented on (B)(6) 2019 for a device generator change procedure. During the procedure, the set screw could not be retracted with hex wrench and the physician had difficulty unscrewing the lead from the pulse generator. Once the leads were removed from the device header, the device was replaced successfully. The patient was asymptomatic and there were no adverse consequences.

Manufacturer narrative:
The field complaint of ¿setscrew, unable to retract¿ was confirmed. The device was received without septum. Septum material was found inside the setscrew hex inset that prevented the torque wrench to be fully inserted and caused the setscrew inset partially stripped. Device was received in backup operation, which was consistent with low battery voltage fluctuation. Further analysis performed indicated that the battery had depleted to eol level. The device met the projected longevity and is considered normal battery depletion.